Manufacturer narrative:
(B)(4). Concomitant medical products: us257852, magnum trispike cup 52odx46id, 916000. 157446, m2a-magnum mod hd sz 46mm, 787180. 51-103100 ,tprlc 133 t1 pps so 10x140mm, 2624156. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01792, 0001825034 - 2020 - 01793, 0001825034 - 2020 - 01794. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: pain prior to revision. Osteolysis noted behind acetabular component. 500 ml clear joint fluid sent for cultures. Extensive amount of pseudotumor membrane, removed. Osteolytic bone on anterior and posterior aspect of femur. Femoral component, porous ingrowth noted, solidly grown into place. No evidence of wear on head or acetabulum; however pseudomembrane between the ball and femoral component right at the level of the trunnion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip procedure. The patient was revised seven years later due to pain, metallosis and extensive pseudotumor formation. No additional information is available.